Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported patient put call light on to notify rn that her shirt had wet areas (small drops). This was during leucovorin infusion so not chemo. Determined to be from huber needle connection. Cap and equashield changed. Rns flushed several times and leaking seemed resolved but further flushing revealed leaking from huber needle tubing. Needle removed and patient had to be re-accessed with new set.